Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not communicating with transmitter. Customer's blood glucose was 250 mg/dl. Insulin pump received a signal too low alarm, spanish anomaly alarm and an unexpected restart alarm. The signal was reestablished. Customer was advised to call back should issue persist.